Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. The customer stated she was getting several no delivery alarms and she changed the infusion sets, but that didn't solve the problem. The customer refused to troubleshoot and wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.